Event description:
It was reported that the patient developed an infection, and swelling was noted under the implantable pulse generator (ipg) site. The patient underwent a spinal cord stimulator (scs) system explant procedure wherein all device components were removed and discarded by the medical facility. No further information could be obtained despite good faith efforts. Additional information was received that the infection was not device related, however, the cause was unknown. The patient was administered with intravenous antibiotics and was doing well following the treatment.

Event description:
It was reported that the patient developed an infection, and swelling was noted under the implantable pulse generator (ipg) site. The patient underwent a spinal cord stimulator (scs) system explant procedure wherein all device components were removed and discarded by the medical facility. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2318700 model: sc-2318-70 serial: (B)(6). Batch: 5002946 UDI: (B)(4). Product family: scs-linear leads upn: m365sc2318700 model: sc-2318-70 serial: (B)(6). Batch: 5004713 UDI: (B)(4). Product family: scs-lead fixation upn: m365sc43180 model: sc-4318 batch: 36244214 UDI: (B)(4).